Event description:
It was reported that a malfunction alarm occurred. The customer was unable to finish troubleshooting but was advised by tandem technical support to perform a pump reset to resolve the issue. There was no adverse impact to the customer's blood glucose level.